Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Customer changed the pump supplies prior to the report with tandem technical support; therefore, troubleshooting was unable to be performed.